Manufacturer narrative:
There are no known system issues that may have contributed to the confirmed discordant false reactive advia centaur (B)(6) test result when compared to another test method and other test marker results. A siemens service rep performed repeat testing of the original pt sample on another advia centaur system and confirmed the initial (B)(6) result. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A confirmed (B)(6) advia centaur (B)(6) result was obtained by the customer and discordant when compared to another test method and other (B)(6) tests. The pt's sample was repeated as a follow up on another advia centaur system and the (B)(6) result was confirmed (B)(6). There was no known report of pt treatment being altered or adverse health consequences due to the (B)(6) results.